Event description:
Essure procedure was done (B)(6) 2012. An existing iud was also removed at that time. Pt was seen in emergency room on (B)(6) 2012 for persistent lower pelvic pain. The ultrasound was done but was negative. Pt was given pain medications. She then saw her doctor for pain symptoms on (B)(6) 2012. She was placed on a two week course of antibiotics. Her doctor performed a bilateral salpingectomy on (B)(6). He found both devices in their normal position with no signs of perforation. At (B)(6) 2012, post surgical visit, the pt reported that her pain symptoms had resolved since he could find no other reason for her pain and the pain resolved after removal, her doctor attributed pt's abdominal pain to the essure devices.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.